Event description:
Customer reported cgm error 42, but there was no adverse impact to the customer's blood glucose level. Technical support provided guidance to reset the pump, and the customer successfully started their sensor session without further issues.